Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the therapy was turning off by itself. The patient reported that if he moved his body a certain way, the whole unit turns off, meaning the pulsation stops. The patient confirmed the controller wasn¿t showing stimulation was off, it just felt like was off. It was noted that the patient had adaptive stimulation programmed. The patient reported that he already went back for programming to address this issue and everything was working fine and the patient was waiting for it to scar in and make sure everything was in place. The patient reported that he was told he could have this problem until it scarred in. The patient reported that no when he turned a certain way, he felt the stimulation sensation stop. The patient reported that they have reprogrammed the device and adaptive stimulation a few times but he continued to have this problem. The patient also reported that he was having problems with the ins battery getting hot and was still very tender and ¿there is like a splinter or loose wire or something sticking out that actually pinches inside and its underneath the battery.¿ the patient reported that he would discuss these issues at his next appointment. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient stated that the scs did not function when they lie down. The scs was interrogated and programmed by the manufacturer representative on (B)(6) 2018 and (B)(6) 2018. The patient stated that they had better pain control since the reprogramming on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient weight omitted in previous supplemental report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.